Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation was procedural related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ablation procedure, a cardiac perforation occurred. While mapping in the left ventricle, the anatomy appeared irregular. The patient became hypotensive and an echocardiogram revealed a cardiac perforation in the septal wall. A pericardiocentesis was performed to stabilize the patient. It was indicated the perforation was caused by movement of the catheter and not the device itself. There were no performance issues with any abbott device during the procedure.